Event description:
Information received indicates the bed could not be put into trendelenburg.

Manufacturer narrative:
The technician found that the gas springs were frozen and could not be moved. He replaced the gas springs to repair the bed.